Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards compassion clinical study, a 20mm sapien 3 valve was implanted in the pulmonic position. Approximately four (4) years and 7 months post implant, the valve was explanted during an open pulmonary valve replacement procedure. A surgical valve was implanted. The reason for the explant was reported to be valve stenosis and regurgitation (type was not provided). The regurgitation was reported to have been ongoing since the initial valve implant. At the time of the report, the patient was in stable condition.

Manufacturer narrative:
The 20mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was performed and did not reveal any manufacturing non-conformance that contributed to the reported event. The lot history was reviewed and revealed similar reported events. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The commander delivery system with s3 IFU were reviewed for instructions and guidance. Potential adverse events include, valve stenosis and valve regurgitation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis and regurgitation post implant were confirmed based on medical record. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, 'approximately four (4) years and 7 months post implant, the valve was explanted during an open pulmonary valve replacement procedure. A surgical valve was implanted. The reason for the explant was reported to be valve stenosis and regurgitation (type was not provided).' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis with thickened leaflets may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve with bioprosthetic tissue calcification as a common failure mode. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, it is unknown whether patient had central or paravalvular regurgitation. However, per the event description 'the regurgitation was reported to have been ongoing since the initial valve implant.' There are multiple patient and procedural factors that alone or in combination can cause or contribute to regurgitation at the time of implantation. For central regurgitation specifically, these factors include malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post-dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. For paravalvular leak, these factors include improper thv sizing, malposition, incomplete thv expansion, and bulky calcification. Regurgitation which worsens progressively over time can be due to several issues including patient-related factors such as structural valve deterioration (e.g. Calcification) or non-structural valve dysfunction (e.g. Pannus formation). In the case of pvl, the mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, pulmonic valve replacement was performed on a 22-year-old patient. Children and young patients are known to have accelerated calcium metabolism. Therefore, it is possible that development of calcified tissue contributed to the narrowing of effective valve orifice, leading to stenosis. However, due to insufficient information, a conclusive root cause was unable to be determined at this time. In this case, patient had stenosis, which can impact proper leaflet coaptation and give rise to worsened or new central regurgitation. Furthermore, patient's young age could have had an impact on the biomechanics of cardiac function, by causing morphological changes in the pulmonic valve and potentially resulting in worsened or new paravalvular leak. As such, available information suggests patient factors (stenosis, cardiac remodeling) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted based on medical records received and reviewed. The following sections of this report have been updated: section b7 (other relevant history) and h10 (provide narrative). Upon review of medical records, the patient presented with severe pulmonary valve stenosis (melody valve) and heart failure. The patient had a valve-in-valve (viv) 20 mm sapien 3 in the pulmonic position via right transfemoral approach. The implant was a success with the 20mm sapien valve in good position. No procedural complications or edwards device malfunctions were listed. The patient was discharged home post-operative day 1.